Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received also indicated that the patient's ipg site had an infection due to the skin erosion. The issue has resolved and the patient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was eroding through the skin after the patient reported scratching at the ipg site. As a result, patient scs system was explanted to discard any chance of infection.